Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huax2179 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was broken when the doctor used 5 ml syringe to flush it with normal saline. No patient injury was reported. Additional information: it was reported by the bard clinical specialist that this event occurred during PICC insertion to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ruptured catheter is confirmed and was determined to be use related. One 4.2 fr single lumen cuffed broviac catheter was returned for evaluation. An initial visual observation showed the sample was returned in two segments. Some use residue was observed on the sample as well as a clamping indentation. A split was observed just distal to the oversleeve of the proximal segment. Tensile weakness was observed in the catheter at the location of the split in the proximal segment. A microscopic observation revealed the split near the oversleeve on the proximal segment was curved with smooth and tapered edges with a granular fracture surface texture. Another split could be seen in the inner layer of the catheter as well and exhibited similar aspects as the larger split in the outer layer but with slightly jagged edges. The shape and the granular surface texture of the split as well as the tensile weakness observed at the location of the split are all evidence of a burst caused by over-pressurization of the catheter. As stated in the product IFU, a syringe smaller than 10 ml should never be used to flush the catheter. A lot history review (lhr) of huax2179 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was broken when the doctor used 5 ml syringe to flush it with normal saline. No patient injury was reported. Additional information: it was reported by the bard clinical specialist that this event occurred during PICC insertion to the patient.